Event description:
The customer reported to olympus, the gastrointestinal videoscope had poor air supply. The issue was found during preparation for use for a diagnostic screening procedure. The intended procedure was completed with the same set of equipment and there was no delay. The device was returned for evaluation. During the device evaluation, the nozzle had foreign objects and the plastic distal end cover had foreign objects. There were no reports of patient injury or harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found additional non-reportable malfunctions: due to clogging of nozzle the air supply volume, water supply volume and water removal ability does not meet the standard value, due to damage on up/down (u/d) knob the water tightness was lost, bending section cover (a-rubber) had a scratch, adhesive on a-rubber had a chip and had a white cloud area, switch 1 (sw1) was damaged, adhesives around objective lens had white-clouded area, adhesives around light guide (lg) lens had white-clouded area, plastic distal end cover (c-cover) had a scratch and foreign objects, universal cord had a scratch, image guide (ig) protector has discoloration, connecting tube had a scratch and discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer confirmed that the facility does not delay the start of precleaning of the equipment after use. The customer noted that it was unknown if there were any abnormalities with the accessories used for reprocessing. The customer noted that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted that the facility flushed the air/water nozzle with water and air. The customer noted that the facility flushed air/water nozzle with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.